Manufacturer narrative:
The event of pc to ipg connection issue was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. An ipg replacement surgery has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report that the ipg was revised due to ¿unable to communicate¿ with ipg was confirmed. The root cause of the inability to communicate between the clinician's programmer and the implantable pulse generator was due to an msp reset as a result of the shoulder surgery the patient reported having. Device was not put into surgery mode prior to the procedure. Analysis found the device had not declared eri or eol. There is guidance noted in the clinician's manual regarding use of electrocautery devices in close proximity to the ipg.